Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 228 mg/dl. Customer reverted to using an alternate method of insulin therapy.